Event description:
During a pacemaker generator exchange procedure on a pacemaker dependent patient, there was interference between the temporary pacemaker and the pulsar system such that when the pulsar system was activated the temporary pacemaker stopped pacing. Chest compressions were performed until the temporary pacemaker was re-positioned. Re-positioning of the temporary pacemaker resolved the issue and there was no further patient impact. The temporary pacemaker was a (B)(6) pacemaker which is known to have interference issues.

Manufacturer narrative:
Product event # (B)(4). Eval code method/results/conclusion: generator still in use and facility not returning for investigation. (B)(4). (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.